Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the patient observed a bent applicating needle on a 23" inset infusion set, consistent with damaged packaging that could compromise sterility. Symptoms included no reported adverse clinical effects. Outcomes included successful replacement of supplies without medical interventions. Investigation included product complaint intake, verification of lot information, and confirmation of shipping details for replacements. Investigation of this case revealed a damaged or deformed infusion set needle associated with packaging damage, aligning with a device component defect of the infusion set applicator. It was concluded, based on previously established findings for similar reports, that the cause was product damage prior to use.